Manufacturer narrative:
Method: (testing not performed). Results: (product not returned). Conclusions: (no evaluation will be performed).

Event description:
Customer reported that after two weeks of having a hernia repair operation, she had bleeding that she did not know how to clean, and developed an infection that was treated with bactrim and scab removal by doctor.